Manufacturer narrative:
(B)(4). Unit received with minor scratched lcd window, cracked keypad at select button, missing retainer, missing reservoir tube o-ring, and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack on reservoir compartment. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.